Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. The device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(6) clinical study. It was reported that post a coronary artery stenting treatment procedure the patient experienced slow flow. The target lesion was located in the distal left circumflex with 90% stenosis, a length of 6 mm, and a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.0 x 8 mm promus element plus study stent with 0% residual stenosis. Post procedure, an event of "slow flow post stent deployment" occurred. The event was treated with medication. The patient was discharged on dual antiplatelet therapy.